Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xtw clip was inserted and placed on the mitral valve. However, during the lock check, the clip opened multiple times. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xtw clip was inserted and placed on the mitral valve. However, during the lock check, the clip opened multiple times. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during the lock test was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during the lock test could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.